Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/27/2019. H3 device evaluation summary: investigation summary ==> only pictures of the sample were received for analysis. Upon visual inspection of the pictures, an opened sample of product code vcp518 lot# mb2946 witj body fluids at the folder could be observed. However, no conclusion could be reach on what happen as the samples were not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. It was reported that the suture strands detached form swage of the surgical needle. Another like device was used to complete the procedure. There were no patient consequences reported. No further information is available.